Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal the tampons fell apart. She went to the doctor and no tampon pieces were found inside her. She experienced discharge and an enlarged uterus and was diagnosed with bacterial vaginosis. She was prescribed antibiotics.